Manufacturer narrative:
(B)(4).

Event description:
It was reported that initially the patient had presented to a different hospital due to experiencing a stroke prior to being admitted at (B)(6)hospital for pulse generator change out, due to premature battery depletion. The pulse generator was explanted and replaced successfully. It was noted that the patient had deceased due to complications from stroke on (B)(6) 2016. There was no allegation from a heath care professional that the death was device related.